Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while attempting to go back into support post-op, the clinician received a fiber optic sensor failure alarm. The clinician attempted to trouble shoot by unplugging and re-plugging in the iab, but the alarm continued. The iab was then replaced and therapy was able to continue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 73.7cm and 75.4cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while attempting to go back into support post-op, the clinician received a fiber optic sensor failure alarm. The clinician attempted to trouble shoot by unplugging and re-plugging in the iab, but the alarm continued. The iab was then replaced and therapy was able to continue. There was no reported injury to the patient.